Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the implant site exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) and additionally topical antibiotics for 10 days (date not reported). However the issue did not resolve and the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 18, 2022.

Manufacturer narrative:
This report is submitted on may 27, 2022.